Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with abdominal pain. The cause of the peritonitis event was unknown. Two days after the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes, frequencies and routes of administration not reported) for peritonitis. At the time of this report, the patient was still hospitalized and was recovering from the peritonitis event. On an unreported date, while hospitalized, the patient had their pd catheter removed, discontinued pd therapy and switched to hemodialysis. No additional information is available at this time.